Event description:
During a preventative maintenance of a da vinci si surgical system by an intuitive surgical inc. Representative found the patient side manipulator (psm) had failed the friction test on the psm. The psm was replaced. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the psm involved with this complaint and completed the investigation. Failure analysis confirmed the reported issue of the psm failing friction test. The psm also failed the weighted brake drop test.